Manufacturer narrative:
The actual lancet involved was not returned, but same lot of lancets involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification so we were unable to determine the cause of the malfunction. The most likely cause of the fault is a reversed needle molded in the needle carrier.

Event description:
Accidental needle stick with an assure lance low flow lancet at a nursing home. On two occasions, when the nurse removed the blue cap, she pulled the cap off and the entire needle came out including the blue base and the opposite hand was stuck with the needle. Spoke with the nurse administrator regarding needle stick. No gamma globulin treatment required as there was no blood exposure. No more details were known. Incident report was not filed by the facility as there was no exposure risk.